Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer were getting stuck. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A field service engineer (fse) noted that the customer reported a failure in drawer 3.2, however, no issue was observed upon arrival at the site. The fse accessed the diagnostic menu and tested the drawer multiple times, with the drawer operating normally and no issues identified and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.